Event description:
It was reported that (1) device was used during a sigmoid colectomy. It was reported by the rep that the tx60b was used to lay the distal staple line on the rectum. After the surgeon fired the instrument and released the intermediate locking lever, he discovered that the staples were not deployed, as if the cartridge had no staples at all. Apparently there was not enough tissue to work with after this misfire, resulting in a colostomy for the pt. The hosp is not releasing the device at this time.